Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4). Feet were throbbing, bulging discs, bags under eyes, lost muscle.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was not working. About six or eight months ago the patient experienced more intense pain in their legs and feet. The pain in their feet and legs has just "gone completely over the top." Their feet were throbbing. It was believed that the patient was on such high doses of medication that it was not affecting them anymore. The patient was taking zanaflex. The patient was going to slowly wean off these medications. The patient had bulging discs and couldn't sit straight up. If anything touched the bulging discs it was like there was an exposed nerve. The patient was occasionally waking up at three or four in the morning with morphine withdrawal. The patient was becoming weaker, they had lost muscle mass because of the pain and had "bags" under their eyes. The last six months it had been getting a lot worse. The patient was using an inversion table which was causing a lot of pain. The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had not been feeling well for several years and had gotten worse. The patient takes 15 different oral medications. The patient had abdominal pain not where the pump is. The abdominal pain could be related to all the oral medication the patient was taking. It was noted that some days the patient could barely stand to make themselves a meal. The patient also described a floating pain. The patient described their right shin would hurt for a couple minutes and then his ear would hurt and then their big toe would hurt like a garage door fell on it. At the time of report the patient had a goatee and mustache and if the patient touches the hair on their face it would cause them pain. The hair on the patient head hurt sometime as well. The patient consulted their pain doctor about their pain. The patient's health care professional thought the patient had heavy metal poisoning from all the metal in their body. If additional information is received, a follow-up report will be sent.